Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with hemolysis, reduced pump flow, and other symptoms of pump thrombus. Tests revealed a reduced flow from the device and eventually pump stops were noticed. The lvad was successfully exchanged with another lvad. The pt was extubated and doing well.